Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the impactor pad determined that part of the rail has fractured off. The fractured piece was not returned. The impactor piece also exhibits gouging. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 0001822565-2017-03238. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the impaction handle pad fractured after impaction of the tibial plate. No adverse events have been reported as a result of the malfunction.